Event description:
It was reported that the patient underwent an MRI without putting their ipg into MRI mode. As a result the patient lost therapy. A manufacturer representative met with the patient to try and recover the ipg however, their attempts were unsuccessful. Further intervention is not planned at this time.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.